Manufacturer narrative:
Additional information was received that the reason for explant was the patient's lack of compliance to protocols. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.